Event description:
It was reported that during an implantable pulse generator (ipg) revision procedure, the lead got stuck from the ipg. The patient underwent a battery and lead replacement procedure. Additional information received that the patient wants the battery to be placed higher. The patient was doing well after the procedure. The explanted device was retained at the facility.

Event description:
It was reported that during an implantable pulse generator (ipg) revision procedure, the lead got stuck from the ipg. The patient underwent a battery and lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(6); batch: 7070156.